Event description:
"This patient had a lead warning on the rv lead manufactured by st jude. There is noise on the pdf. " case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).